Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak, clear passage, clamp function testing and sleeve engagement testing were performed with no issues noted. A dimensional testing on the white twist sleeve noted that the device was out of tolerance. The reported issue was verified. The cause of the condition was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap transfer set was "too tight to close" while changing the transfer set for the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.